Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported slow delivery. The pump was received with cracked lens. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported event. The device was further investigated, and the reported problem was unable to be repeated but was found in event log. The problem is linked to a downstream occlusion alarm confirmed in event log. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6 percent specification. The expulsor was replaced, as well as the dso sensor and lcd lens.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump was infusing in a slow manner. The lens on the pump was also cracked. There was no patient involvement regarding this event.